Event description:
It was reported when using the bd microtainer® contact-activated lancet, the device experienced the lancet breaking off. This event occurred once. There is no mention of medical intervention or removal type of the needle. The following information was provided by the initial reporter. The customer stated: we¿ve had a customer raise an issue where the tip of a lance has broken off in a patient¿s hand.

Manufacturer narrative:
Imdrf annex a code changed from a150303 to a0401.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as high tech labs is an OEM manufacturing site. Initial reporter phone: (B)(6). Medical device lot#: batch a7j99s2 does not exist for material 366594. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd microtainer® contact-activated lancet, the device experienced the lancet breaking off. This event occurred once. There is no mention of medical intervention or removal type of the needle. The following information was provided by the initial reporter. The customer stated: we¿ve had a customer raise an issue where the tip of a lance has broken off in a patient¿s hand.

Manufacturer narrative:
Investigation summary: material#: 366594, lot/batch#: a7j99s2. Bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to broken during use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Bd manufactures several million safety lancets each and every day with the most comprehensive quality assurance procedures to meet the highest standards. We would like to stress that our product meets all applicable standards. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® contact-activated lancet, the device experienced the lancet breaking off. This event occurred once. There is no mention of medical intervention or removal type of the needle. The following information was provided by the initial reporter. The customer stated: we've had a customer raise an issue where the tip of a lance has broken off in a patient¿s hand.